Manufacturer narrative:
H11: additional manufacturer narrative: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including tetralogy of fallot and patients age at implant.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 10-year-old patient with a valve model 3300tfx implanted in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to calcification leading to stenosis. A transcatheter heart valve was implanted in replacement with no reported complication.

Event description:
Edwards received notification that a 10-year-old patient with a valve model 3300tfx implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years due to calcification leading to stenosis. As reported, patient was asymptomatic. A 23mm transcatheter heart valve was implanted in replacement with no reported complication. Patient was discharged home within 24 hours.

Manufacturer narrative:
Corrected data g3: the initial aware date was indicated as 13jun24, however, it was learnt through investigation that the initial aware date was 15jun24.